Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that blood glucose was up to 338mg/dl and been that way for several days and the thing that puts insulin into the pump comes loose. The customer reported that there was a half inch crack, missing pieces and rough at the reservoir compartment window, reservoir compartment entrance. The customer also reported that blood glucose was unknown at time of incident and treated with a correction bolus through the pump and today she gave herself an injection. The customer reported that she overcorrected and blood glucose went to 46mg/dl and she treated by drinking orange juice. The customer declined to troubleshoot for the high and low blood glucose when offered. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing reservoir tube o-ring and cracked battery tube threads. Unable to perform the displacement test due to completely broken reservoir tube lip noted.